Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient got blood clot from PICC. No other information provided at time of reporting. (B)(6) 2019: patient reported "PICC line was placed in my right arm but then removed due to clot. Later, the PICC line was placed on my left arm to continue my anti-biotic treatment. Blood clot was detected less than 5 days. I started receiving blood thinner after the blood clot was observed. During that time I was not aware of the blood clot, I was not able to elevate my arm." (B)(6) 2019 the patient reported the following: the PICC line was initially placed on my right arm. A week later, I was discovered that the line caused the development of the blood clots by ultrasound. Therefore, the hematology doctor removed the line and started a new PICC line on my left arm. I started blood thinner immediately upon the discovery of blood clots on the right arm. The symptom was majorly involved pain in the arm to the point that I could not elevate my arm, particularly the right arm when I first received the PICC line. No other symptoms. I am still on blood thinner and treatment is expected to continue for another month. The PICC line was removed a month ago because the line was no longer needed.